Event description:
"Povidone iodine leaked from the connection between a transfer set and mini cap." The transfer set was in place for unknown days. There was no pt injury or medical intervention associated with this incident.

Manufacturer narrative:
A sample has been requested for evaluation.